Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of both two (2) leaflets and was confirmed via x-ray. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect and into the orifice. Host tissue fused two (2) leaflets at their on the outflow aspect. The free margins of a leaflet appeared thicken and swollen at the two (2) commissures. Incidental findings: approximately 30% circumference of sewing ring had been removed and (1) commissure was bent; these damages are likely due to explant or implant. Additional manufacturer narrative: the clinical observation of stenosis could be confirmed as calcification and host tissue restricted mobility in the leaflets and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after approximately thirteen (13) years due to structural valve degeneration secondary to calcification. No additional details provided.